Event description:
It was reported that during an ovarian resection procedure, ratchet button broke during use. Another device was used to complete the case. There were no adverse consequences to the patient. One device returning.